Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube flow was slow during use and drew "less than 1ml" of blood. The following information was provided by the initial reporter, translated from chinese to english: 'when using the tube, the blood flow was slow after the blood collection needle was connected to the blood collection tube, less than 1ml, the tube has low draw issue."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube flow was slow during use and drew "less than 1ml" of blood. The following information was provided by the initial reporter, translated from (B)(6) to english: 'when using the tube, the blood flow was slow after the blood collection needle was connected to the blood collection tube, less than 1ml, the tube has low draw issue".